Event description:
It was reported that the patient's right ventricular lead exhibited low pacing impedance and high capture threshold. The atrial lead exhibited low pacing impedance. The patient experienced chest pain. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154875.

Event description:
It was reported that the patient's right ventricular lead exhibited low pacing impedance and high capture threshold. The atrial lead exhibited low pacing impedance. No interventions were performed. The patient's condition was unknown.